Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system exhibited right ventricular (rv) pacing impedance high out of range measurements greater than 3000 ohms. In addition, suspected intermittent loss of capture (loc) on the rv channel was reported. Technical services (ts) was consulted and upon data review did not identified loc and recommended further clinical evaluation. This rv lead remains in service. No adverse patient effects were reported.